Event description:
Revision surgery - due to the pt coming back with glenoid loosening and superior escape of the humerus. The surgeon decided to do a reverse.

Manufacturer narrative:
The reason for this revision surgery was identified as device loosening after 6.3 years of patient use. There was no delay in surgery and another suitable device was not available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint for this lot. The root cause for the device loosening could not be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.